Event description:
It was observed that during the device inspection, the lcd monitor exhibited no video with sdi1 (serial digital interface) terminal. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not determine the root cause, and it could not presumed the cause from the obtained information. Olympus will continue to monitor field performance for this device.